Manufacturer narrative:
A field service engineer (fse) conducted a site visit and was able to confirm the problem by running quality control (qc). The fse cleaned the camera, checked temperatures, tightened a loose fitting on the bf probe, checked mechanical alignment of all probes, cleaned and decontaminated sample nozzle, substrate, diluent, and wash systems. The fse reviewed the ranges in use by the customer and suggested the use of manufacturer ranges rather than peer group ranges. The resolution was verified by running qc and a precision study without issues. The aia-900 analyzer is functioning as expected. No further action required by field service. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(6). There were no similar complaints identified during the search period. The cardiac troponin (ctnl 2) st aia-pack analyte application manual states the following: limitations of the procedure for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g., symptoms, results of other tests, clinical impressions, therapy, etc.). Troponin I results should never be used as the single determining factor in treatment of the patient. Physicians should be made aware that published literature indicates possible interference in troponin I assays - i.e. Both false positive and false negative results.16, 17 studies on patients diagnosed with myocarditis and dilated cardiomyopathy indicate that disease specific cardiac autoantibodies may be present in the serum and plasma of these and other patients.18-20 autoantibodies are generated against cardiac proteins and this could potentially cause false negative results if the autoantibodies produced interfere with the epitopes utilized in a particular manufacturer's assay. Patient samples may also contain human anti-mouse antibody (hama) due to either natural antibody production or antibodies produced in response to therapy regimens. Hama may cause either false positive or false negative results in assays using mouse monoclonal antibodies. Other heterophile antibodies are also known to interfere in assays of this type. St aia-pack ctni 2nd-gen has been designed to minimize the effects of heterophile antibodies, but interference from high titers cannot be ruled out. Results from this or any other in vitro diagnostic procedure which do not correlate with the clinical presentation of the patient should be interpreted with extreme caution. The use of a single ctni result on a patient should be discouraged. As with the other cardiac markers, a temporal pattern of rise and fall over time should be observed to aid in accurate interpretation of the results. Users are reminded that elevations in ctni can occur for reasons other than myocardial infarction, and lack of a ctni value over a certain value does not preclude ami or serious cardiac injury. Assays from various manufacturers may yield different results. Reactivity of the epitopes used in the assay vary with the form of ctni present in a specific specimen. Also, assay calibration between manufacturers is not standardized. Using st aia-pack ctni 2nd-gen, the highest concentration of troponin I measurable without dilution is approximately 115 ng/ml, and the lowest measurable concentration is 0.06 ng/ml (assay sensitivity). Although the approximate value of the highest calibrator is 115 ng/ml, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 115 ng/ml. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. Lipemia has an insignificant effect on the assay except in the case of gross lipemia where spatial interference may occur. Samples containing fibrin may exhibit either falsely elevated or falsely decreased results. Fibrin must be eliminated in the sample before assay begins. No patients with skeletal muscle disorders were studied. Certain medications may interfere with assay performance. Specimens from patients taking medicines and/or medical treatment may show erroneous results. All results should be interpreted with respect to the clinical picture of the patient. The creatine kinase mb isoenzyme (ck-mb) st aia-pack analyte application manual states the following: limitations of the procedure for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g., symptoms, results of other tests, clinical impressions, therapy, etc.) Using st aia-pack ck-mb, the highest concentration of creatine kinase mb isoenzyme measurable without dilution is approximately 500 ng/ml, and the lowest measurable concentration is 0.5 ng/ml (assay sensitivity). The exact linearity of the st aia-pack ck-mb depends on the particular lot of calibrator in use. Although the approximate value of the highest calibrator is 500 ng/ml, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 500 ng/ml. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. Lipemia has an insignificant effect on the assay except in the case of gross lipemia where spatial interference may occur. Specimens from patients who have received preparations of mouse monoclonal antibodies for diagnosis or therapy may contain human anti-mouse antibodies (hama). Such specimens may show falsely elevated values when tested for ck-mb. Certain medications may interfere with assay performance. Specimens from patients taking medicines and/or medical treatment may show erroneous results. All results should be interpreted with respect to the clinical picture of the patient. The beta human chorionic gonadotropin (bhcg) st aia-pack analyte application manual states the following: limitations of the procedure for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g., symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack bhcg, the highest concentration of total beta hcg measurable without dilution is 400 miu/ml, and the lowest measurable concentration is 0.5 miu/ml (assay sensitivity). Although the approximate value of the highest calibrator is 200 miu/ml, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 400 miu/ml. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. Lipemia has an insignificant effect on the assay except in the case of gross lipemia where spatial interference may occur. Specimens from patients who have received preparations of mouse monoclonal antibodies for diagnosis or therapy may contain human anti-mouse antibodies (hama). Such specimens may show falsely elevated values when tested for total beta hcg. Certain medications may interfere with assay performance. Specimens from patients taking medicines and/or medical treatment may show erroneous results. All results should be interpreted with respect to the clinical picture of the patient. The most probable cause of the reported event was traced to maintenance.

Event description:
A customer reported high quality control (qc) for multiple assays on the aia-900 analyzer. The customer attempted to resolve the issue by performing a decontamination and recalibrating four times. The customer opened and ran new qc vials, substrate and diluent, but the problem persists. The customer was instructed by a technical support specialist to perform the decontamination procedure again since the wash solution was not replaced at the time. The customer called back stating that qc was high for all assays. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg), cardiac troponin I (ctnl 2) and creatine kinase mb isoenzyme (ck-mb). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
Incorrect information: section h6 under investigation findings code: 114 - operational problem identified. Corrected information: section h6 under investigation findings code: 115 - maintenance problem identified. Incorrect information: section h6 under type of investigation - originally left blank. Corrected information: section h6 under type of investigation: 10 - testing of actual/suspected device.